Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. During an atrial fibrillation ablation, a smartfreeze console was used. The error 1-00000020-2 indicating high outer balloon pressure (obp) was encountered. Despite replacing the gas cable and catheter, the issue persisted. The procedure was then cancelled, no patient complications had occurred. The balloon was not inside the patient at the time. It remains uncertain whether the device will be available for return.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.